Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of three flexiva laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that three flexiva laser fibers [flexiva ID 365, flexiva ID tractip 200 and flexiva ID 200] were used in a ureteroscopy with laser lithotripsy procedure in the right kidney performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that a flexiva ID tractip 200 laser fiber and a flexiva ID 200 laser fiber were broken before it was use on the patient. A flexiva ID 365 was used and it was broken inside the lithovue disposable ureteroscope. A broken fragment fell inside the kidney. A new flexible lithovue ureteroscope was opened and the broken piece was retrieved by basket extraction from the right kidney. The procedure was completed. There were no complications reported as a result of this event.

Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). Problem code: 1069 captures the reportable event of fiber broke. Investigation results: the fiber was returned broken. The returned piece measured approximately 311.3 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
Note: this manufacturer report pertains to one of three flexiva laser fibers that were used in the same procedure. It was reported to boston scientific corporation on september 14, 2018 that three flexiva laser fibers [flexiva ID 365, flexiva ID tractip 200 and flexiva ID 200] were used in a ureteroscopy with laser lithotripsy procedure in the right kidney performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that a flexiva ID tractip 200 laser fiber and a flexiva ID 200 laser fiber were broken before it was use on the patient. A flexiva ID 365 was used and it was broken inside the lithovue disposable ureteroscope. A broken fragment fell inside the kidney. A new flexible lithovue ureteroscope was opened and the broken piece was retrieved by basket extraction from the right kidney. The procedure was completed. There were no complications reported as a result of this event.